Manufacturer narrative:
(B)(4). Device history record review revealed the pump failed due to 'air detected appear at oh a'. Pump head module was changed and pump passed subsequent testing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 807:04 on channel a. This condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with failure code 807:04 on channel a cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.